Event description:
Customer reported unexpected negative results when testing a patient sample with panoscreen I, ii and iii. No transfusion or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Tested returned sample with retention panoscreen I, ii and iii, lot 06990 (lot 52911 had expired before testing was performed). The sample exhibited 2+ reactivity at iat with cell I and cell iii, jk(a-b+) reagent red cells; anti-jkb was detected. The sample was tested on in-house echo with retention capture-r ready screen (3). The sample resulted positive for anti-jkb.